Event description:
Country of complaint: (B)(6). Thread breaks too easily and seems too fine to be a 3/0.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Manufacturing site eval:samples received: 12 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Tightness test to the samples received has been performed and the units are tight. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Diameter result conducted on the novosyn samples received fulfill the requirements of the OEM for this size and thread. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.